Manufacturer narrative:
The device is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and was replaced with a competitive device. The explanted device was received by the boston scientific field representative for return. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling. There were no allegations against this device while it was implanted.